Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s ac power cord becoming disconnected from the mpu unit was not confirmed. The mpu (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. The mpu remains in use and was confirmed to have a v-lock ac power cord at the time of the event, and the patient was treated with medication and regular follow-ups. The patient was also re-educated about mpu usage. The v-lock ac power cord was confirmed to be secure when pulled; however, it was stated that the lock button released when force was applied from above. It was suspected that force may have been applied to the lock button unexpectedly and that the mpu may have slipped off the patient¿s bed. However, the root cause of the reported event was unable to be conclusively determined through this analysis, and the customer was unable to conclusively determine how the power cord became disconnected. Review of the device history record for the mobile power unit, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarms. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while sleeping while using the mobile power unit (mpu), the power cable was disconnected on the main side of the mpu, resulting in a state of power supply loss and generating an alarm. The drive state could not be confirmed and the alarm could not be judged correctly, so the patient decided that the system controller was abnormal and disconnected the driveline to replace the controller. During the 6 minutes, ventricular fibrillation and respiratory arrest occurred and the patient was transported to an ambulance. It was determined that the mpu power cord was not locked in and disconnected while the patient was sleeping. Pump MFR # 2916596-2022-16165. Controller MFR # 2916596-2022-16166.